Manufacturer narrative:
Device analysis by MFR: the returned complaint device consisted of a rotapro device. The burr catheter was received attached to the advancer unit. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. The coil has become stretched due to manipulation during the procedure. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It reported that there was unstable speed. A 1.50mm rotapro was selected for use an percutaneous coronary intervention (pci) procedure of the main and left anterior descending (lad) arteries. The intubated patient was brought into the room and prepped, draped routine and geography was performed of the left coronary system. A non-bsc device was inserted in the left femoral artery and advanced to the left ventricle and a non-bsc guide catheter was then seated into the left main coronary artery. The rotapro was prepped and platformed at 168,000 rpm outside the patient. The rotapro burr was then advanced over the wire to the end of the guiding catheter. The burr was activated within the left main and there was a sudden increase in speed to around 230,000 rpm and there was an abnormal sound. After it was observed an usual sound, the procedure was stopped and the burr was removed in dynaglide mode at 110,000 rpm. The device was re-platformed at around 168,000 rpm outside of the body. Then the burr was re-introduced into the left main coronary artery and once again the speed increased to over 220,000 rpm and dynaglide mode used to remove the device. There were no dissection or perforations noted after the burr was removed. The procedure was completed successfully with noncompliant balloon catheter dilatations and placed two synergy stents without difficulty in the proximal lad. The results were excellent and the patient's prognosis is good. No further patient complications were reported and the patient was stable post procedure.

Event description:
It reported that there was unstable speed. A 1.50mm rotapro was selected for use an percutaneous coronary intervention (pci) procedure of the main and left anterior descending (lad) arteries. The intubated patient was brought into the room and prepped, draped routine and geography was performed of the left coronary system. A non-bsc device was inserted in the left femoral artery and advanced to the left ventricle and a non-bsc guide catheter was then seated into the left main coronary artery. The rotapro was prepped and platformed at 168,000 rpm outside the patient. The rotapro burr was then advanced over the wire to the end of the guiding catheter. The burr was activated within the left main and there was a sudden increase in speed to around 230,000 rpm and there was an abnormal sound. After it was observed an usual sound, the procedure was stopped and the burr was removed in dynaglide mode at 110,000 rpm. The device was re-platformed at around 168,000 rpm outside of the body. Then the burr was re-introduced into the left main coronary artery and once again the speed increased to over 220,000 rpm and dynaglide mode used to remove the device. There were no dissection or perforations noted after the burr was removed. The procedure was completed successfully with noncompliant balloon catheter dilatations and placed two synergy stents without difficulty in the proximal lad. The results were excellent and the patient's prognosis is good. No further patient complications were reported and the patient was stable post procedure.